Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he changed the set the day before and experienced high blood glucose all day in the 300 mg/dl range. Then at night his blood glucose dropped to 70 mg/dl and woke up at 331 mg/dl and later it went to 420 mg/dl while at work. He treated, went home and called the doctor who advised to go to the hospital. Blood glucose at the time of admission was 434 mg/dl. While in the hospital it was 437 and 401 mg/dl. The customer mentioned he has been stressed and depressed. He experienced upset stomach, headache, racing heartbeat, tiredness and cold hands and feet. He was treated with insulin shot and IV fluids. He was wearing the insulin pump at the time of emergency room visit. Customer stated he changed the infusion set and nurse confirmed prime was successful.